Event description:
The customer reported that an 840 ventilator had a blank screen. No patient involvement. The covidien customer support engineer (cse) was not able to duplicate the problem. The cse inspected the device and replaced the graphic user interface cpu pcb as precautionary action. The unit passed extended self-testing.